Event description:
The customer stated that she was hospitalized for low blood glucose levels, with a reading of 20 mg/dl. The customer felt very tired and didn't want to do anything. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and displacement tests. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.